Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific's patient support and technical services (ts) on (B)(6) 2015. The patient reported that the implanted device was explanted and the leads had malfunctioned. The patient alleged that the leads were fractured and the patient's heart was perforated. As a result of this complication, the patient was in the hospital's intensive care unit (ICU) for two days and almost died. The patient was referred to boston scientific's legal department for further discussion. The local representative was not involved in any implant or explant procedures involving this patient. The patient has not seen the original referring physicians for several years. According to boston scientific's medical records, this lead has not been taken out-of-service.